Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, removed cartridge, confirmed cartridge seal was intact, and found loose seal on pump connection area, which was removed and area cleaned; customer then reattached cartridge securely, followed on-screen steps to complete loading process successfully, and resumed insulin delivery, with no additional issues reported.